Manufacturer narrative:
Device will not be returned for eval. A DHR review is not possible as the lot number was not identified in the report. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that "aortic clots being showered" occurred as the iab was being pulled regardless whether the pt was receiving anti-coagulates or not. The pt expired as a result of mesenteric clots. The md reported that the pt had the iab inserted and then had surgery.